Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg slim tip lead, model: mn10450-90a, UDI: (B)(4), serial: (B)(6), batch: 7711397. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2024-07021. It was reported that patient experienced ineffective therapy due to autoreducing. Multiple reprogramming attempts were made. Lead diagnostics showed that impedances were normal. Surgical intervention was undertaken on (B)(6) 2024, wherein an additional right s1 lead was added. During procedure there was possible fluid intrusion into the ipg header with impedances changes so the ipg was explanted and replaced, and impedances were resolved. Therapy was restored.